Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown vaginal/gynecological procedure on unknown date along with suturing a small 2mm hole on the vaginal tube and the mesh was implanted. At three-month follow-up, it was noted that a large piece of the mesh, 3x3 cm and 1x1mm, was eroded through the wall of the vaginal limb. It was also reported that the patient has no symptoms. Additional information will be requested.